Event description:
(B)(4). I got implanted with essure in (B)(6) 2013 and for exactly one year after, I had pain in my pelvic and hip area that was constant and would only go away with doses of (B)(6) with (B)(6). One day, the pain mysteriously vanished, and then my left leg started going completely numb like I had nerve damaged. I deal with my left leg being numb now on a daily basis and I now have stabbing pelvic and abdominal pains that haven't been diagnosed as anything as of yet. I have had numerous tests done and bloodwork and nothing has been found as to the cause of my problems. I have spoken to many physicians about what's going on with me and all of them have brushed it off that essure is the cause of it. I never had any of those symptoms prior to essure. I am also dealing with teeth problems, hair breakage, skin breakouts, bloating, weight loss, mood changes, and inability to remember things long term. Once again, I never had these symptoms prior to essure. I am set up for a consultation with a surgeon to discuss getting these coils removed. At (B)(6), I shouldn't feel like I am 50. Some days are so bad I don't even want to get out of the bed. I want my life back, pull this device from the market! It has affected way too many women negatively. It isn't fair to us who have been implanted that we are constantly having to battle for our health.